Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ra over-sensing causing disruption in ra capture control. Recommend evaluating and adjusting programming in office. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.